Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the patient was admitted to the hospital for severe hypoglycemia due to unintentional delivery of approximately 70 units of insulin. The patient was reportedly new to the pump and the incident reportedly occurred during his first cartridge change. The pump reportedly was not rewound, resulting in the cartridge not fitting into the cartridge compartment. Due to the cartridge not fitting into the cartridge compartment, the user reportedly decided to manually prime the tubing, and was not aware the patient was still attached and reported that the patient received about 70 units of insulin from manually priming while attached. The patient was reportedly treated with glucagon and was taken to the ER. The patient's blood glucose (bg) upon arrival at the ER was reportedly 2.8mmol/l with no reported signs or symptoms of hyperglycemia. The patient was reportedly treated in the ER with glucagon, after which the patient reportedly began vomiting. The patient was then reportedly placed on a "sugar drip" and remained in the hospital for monitoring. The patient's bg reportedly rose to 18mmol/l at which time the fluids were discontinued and the patient was able to ear normally. The patient was reportedly released after his bg stabilized. Customer support stressed the importance of being disconnected prior to priming. The pump is not being returned at this time. This complaint is being reported because the patient allegedly experienced severe hypoglycemia due to use error while using insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned and evaluated by product analysis on (B)(6)2014 with the following findings: review of the black box revealed no issues. Black box data and history from the date of the event had been overwritten due to continued pump use. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No keypad or bolus button response issues were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.